Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range shock impedances on the associated right ventricular (rv) lead. The patient is not pacemaker dependent. No adverse patient effects were reported. No intervention was performed and the patient will be monitored.